Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample and the ink on the tubing of the extension legs was observed to be worn and faded. Both lumens of the sample were flushed with a 12 ml syringe of water. The red lumen was found to be patent to infusion and aspiration and no leaks were found when the lumen was pressurized; however, a leak was observed in the tubing of the purple lumen near the distal end of the luer connector hub. A microscopic observation revealed several beach marks and cracks on the break surface, which are suggestive of material fatigue. The tubing material was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points. An internal investigation is currently ongoing to determine the root cause of this cracking.

Event description:
It was reported by the facility, via the sales rep, that they had a patient last week who had a PICC line that had a crack around the clamp site on the purple lumen. They verified that there was a leak on the purple lumen. There was no injury to the patient reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample and the ink on the tubing of the extension legs was observed to be worn and faded. Both lumens of the sample were flushed with a 12 ml syringe of water. The red lumen was found to be patent to infusion and aspiration and no leaks were found when the lumen was pressurized; however, a leak was observed in the tubing of the purple lumen near the distal end of the luer connector hub. A microscopic observation revealed several beach marks and cracks on the break surface, which are suggestive of material fatigue. The tubing material was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points. An internal investigation is currently ongoing to determine the root cause of this cracking.

Event description:
It was reported by the facility, via the sales rep, that they had a patient last week who had a PICC line that had a crack around the clamp site on the purple lumen. They verified that there was a leak on the purple lumen. There was no injury to the patient reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation.. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned, at this time.

Event description:
It was reported by the facility, via the sales rep, that they had a patient last week who had a PICC line that had a crack around the clamp site on the purple lumen. They verified that there was a leak on the purple lumen. There was no injury to the patient reported.